Event description:
It was reported that the physician was performing a therapeutic ercp procedure with stone extraction on a pt. The doctor inserted the trapezoid device in the pt, and was able to capture the stone with the device basket, but was unable to pull device and stone from the biliary duct. The clinician then put the device in the alliance inflation device for lithotripsy. Upon crushing the stone, the trapezoid handle broke, and the wire inside the catheter snapped. The catheter was then cut at the handle to allow for another lithostripsy technique to be used, but the catheter wire again snapped. The pt was taken to surgery for stone and basket removal from the pt. The complainant indicated that the stone and the device basket were successfully removed from the pt during surgery. The pt was subsequently reported as doing quite well.